Manufacturer narrative:
E1: reporting institution name: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an oxygen sensor that failed. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had an oxygen sensor that failed. The device was evaluated by an engineer, and it was reported that the oxygen sensor was replaced, and the device was operating as normal. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.